Manufacturer narrative:
A05, a1102: localizer faulted h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer faulted." It was noted that this issue was observed during an electromagnetic (em) procedure, as well as that no patient was present. This is contradictory information.

Manufacturer narrative:
H2: see section a1 for patient presence. H2: see section b5 for additional information. H2 - h6: a medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter failed and was re placed. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred pre-operatively, before the patient entered the operating room. There was no patient present.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) called in to provide updates. It was noted that this flat emitter was tested with all three navigation systems on site, and was faulting on each system. It was confirmed that the emitter was not visually damaged, just not functioning properly.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752r, serial/lot : -, ubd: unknown, UDI: unknown h2: please see section b5 for additional information. D4: system serial number was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.